Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was 30 mg/dl. Customer was treated with foods for low blood glucose. Customer also reported that they were using insulin pump within 48 hours at the time of low blood glucose. Customer was not using auto mode feature at the time of low blood glucose. The insulin pump will not be returned for further analysis.